Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the configuration was found to be corrupted. The configuration was re-installed to remedy the problem. The device was recertified and returned to the customer. No emerging trend based on similar reports.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "do not use" indicator. Complainant indicated that there was no patient involvement in the reported malfunction.